Event description:
Customer reported via phone call to have high blood glucose. Customer reports to have woken up with blood glucose of 400 mg/dl and was advised by healthcare professional to go to the emergency room. Customer's blood glucose when at the emergency room was 280 mg/dl. Customer was not admitted into the hospital and was not treated but test were ran; customer had ketone traces. Customer was wearing insulin pump at the time of emergency room visit. Customer changed set and declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.